Event description:
It was reported that the customer dropped her insulin pump, and, subsequently, the meter was not able to communicate with her insulin pump. The customer stated that a piece of plastic fell apart from the reservoir compartment of the insulin pump. The customer stated that the remote did not work. The customer stated that her blood glucose ranged from 20 mg/dl to 360 mg/dl. The customer treated the low blood glucose level with food and stated that the cause of the low blood glucose level was overbolusing. Troubleshooting was done. The customer confirmed that the meter setting was turned off. The issue was resolved by the customer turning the setting back to on. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.